Event description:
A facility reported a perforator (ID (B)(6)) did not stop during a craniotomy procedure, when the second hole was performed, the device friction did not work. For this reason, the perforator did not stop, resulting in a laceration of the superior sagittal sinus. The patient was therefore subjected to blood transfusion and surgery for repair of the sagittal sinus. The patient is an adult patient, is recovering; however, had to receive anti-edema drugs. An electric medtronic drill was used with the perforator. The perforator clicked in place with the drill and the recommended spring tests were performed between each burr hole. The angle of approach was perpendicular with constant downward pressure. The customer states that the whole drilling was very smooth, it just didn't stop.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs, during production, related to the finished device. None were identified related to this report. Failure analysis - visual inspection: the tested unit was soiled and arrived assembled. Spring test: unit successfully passed the spring test and functioned as designed. Drill test: unit successfully drilled 5 holes, and the perforator functioned as designed root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.